Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 1 month. The pump was returned for evaluation. Upon disassembly of the device, a flat thrombus formation was observed on the proximal-side of the rotor body partially occluding one of the rotor vanes. The thrombus was denatured, indicating that it was present in the pump while it was operating. The non-laminated structure of the thrombus suggested that it did not originate on the rotor and initially developed in another location; however, its specific origin could not be conclusively determined. In addition, a white thrombus formation was found in the proximal-side of the outlet stator. The lack of laminated layering indicates that the thrombus did not initially form in the outlet stator; however, its origin could not be conclusively determined. Moreover, the thrombus was not adhered to the blood-contacting surface and showed no evidence of denaturation while no contact marks were observed on the outlet portion of the rotor or the outlet bearing cup, suggesting that it was not present in this location for an extended period of time. The evaluation could not determine a specific cause for the development of the observed thrombus formations, or duration of time for which they were present in the device; however, their partial obstruction of the blood flow path could have contributed to the reported elevated ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The observed thrombus formations could have contributed to the reported elevated lactate dehydrogenase (ldh); however, a direct correlation between the device and the reported acute kidney failure and cardiac arrhythmias could not be conclusively determined. The instructions for use lists thrombosis, renal failure and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2017 the patient presented to the emergency room with shortness of breath, jaundice, generalized fatigue and had an elevated lactate dehydrogenase (ldh) level. An echocardiogram, transesophageal echocardiography and CT scan of the chest were performed; however, results of these tests were not reported. The patient went into heart failure which resulted in the need for vasopressors and inotropes. On (B)(6) 2017 the patient also experienced acute kidney failure with no urine output. Continuous veno-venous hemofiltration was started. The patient was also placed on ventilator support for 3 days. The patient also experienced episodes of supraventricular tachycardia, atrial fibrillation with rapid ventricular response, and ventricular tachycardia requiring cardioversion. On (B)(6) 2017 the patient received a pump exchange due to suspected thrombus. No additional information was provided.